Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found bent collet #7. Collet #7 replaced. The instrument was tested without further problem, and returned to expected operation.